Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Event description:
The son of the home patient (hp) contacted baxter home care services (hcs) regarding a minicap which was missing the sponge and iodine. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection the sample was confirmed to have missing foam or iodine. The root cause was identified to be a manufacturing process issue. The manufacturing facility performed training for the manufacturing personnel involved in the process.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.